Event description:
It was reported that pump insulin gauge displayed an amount different than expected and fill estimate remained static at 30 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that this could occur due to large differences in measured pressures used to estimate remaining insulin, and was advised that once actual insulin amount matched the static display, the estimate would begin counting down normally; customer understood and acknowledged the explanation.